Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer's blood glucose was 400 mg/dl. Customer declined to troubleshoot for having high blood glucose just wanted it documented on her. Customer stated that she was having lows and high and knows the low was due to the recall infusion sets and now that she has started using the new sets she hasn't had any issues. The insulin pump will not be returned for analysis.